Event description:
A consumer called to report that since having intraocular lenses (iol) implanted bilaterally, she has had extreme light sensitivity, dry eyes, and iritis that has been treated with steroid eye drops. She also wears shades frequently and has increased her use of artificial tears. In a follow up, the surgeon reported that the complaint continues, and the patient has not responded to any treatments. In the surgeon's opinion, he does not think the device has caused or contributed to the event. There are two medical device reports associated with this event. This report is associated with the left eye.

Manufacturer narrative:
The product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the lens met release criteria. Because a sample was not returned, a root cause cannot be identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received on (B)(4) 2015. (B)(4).